Manufacturer narrative:
The device was received for evaluation with the cannula assembly undeployed. Downloaded data shows the pod was deactivated after running 46 pulses, all 46 of which were first prime pulses. It follows that the cannula assembly is in the appropriate state for this situation, undeployed, because the device did not complete the second priming sequence. No deficiencies were found that would prevent the activation of this device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod failed to insert because the needle mechanism did not deploy. The patient stated that the pink slide did not move forward and the cannula did not deploy, indicating a needle mechanism failure.